Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was an issue with clotting. The following information was provided by the initial reporter, translated from chinese to english: during use this batch, the customer found that blood clotting, need redraw hba1c.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was an issue with clotting. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found that blood clotting, need redraw hba1c.